Event description:
A dialysis facility reported that a pt became hypotensive (bp-79/47) during a hemodialysis treatment. He was given a total of 3 liters of saline and was stable upon discharge. There was reportedly an excessive fluid removal of 2.2 kg. There was no serious pt injury.